Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold, high impedance, and low sensing value. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (b)(40 the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. The outer insulation had cosmetic (in-vivo) environmental stress cracking (esc), was breach (extrinsic) melted, and was breach (intrinsic) cut. The proximal conductor was not obstructed with blood. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.